Event description:
It was reported that the 2500 system would not x-ray. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The floppy drive was replaced and the camera connection was repaired during the svc call. The system was tested, and found to be working as intended, and put back into svc.